Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the plunger sensor failed. No patient injury was reported.